Event description:
Reporter alleged obtaining a discrepant blood glucose result of 290 mg/dl back to back with a result of 108 mg/dl on the active s system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he no longer has the strips as they were all used and so no product will be returned for evaluation.